Manufacturer narrative:
The company representative examined the system and was unable to replicate the customer reported issue of low or no aspiration. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log was completed, and no related system messages occurred during the time of the customer reported event. A review of complaints for the last 24 months old did not indicate any additional similar reports for this system. The root cause of the customer reported event cannot be determined conclusively. (B)(4).

Event description:
A surgical technician reported that a unit had "low / no aspiration" during a cataract intraocular lens implant procedure. Following a delay, the procedure was able to be completed with a back up unit with no harm to the patient.